Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was fractured (overstress). Additionally, the tip electrode was damaged, the distal conductor was distorted, the outer insulation was breached cut, there was blood in/on the helix mechanism, and there was damage at implant. The analyst also noted that the lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor had been over-retracted and fractured in the connector. The steroid ring was damaged during analysis.

Event description:
It was reported that during implant attempt, there was diminishing r-waves as injury current decreased. Physician attempted repositioning the lead in septum and apex with no success. During the last attempt, the helix mechanism did not work properly. The lead was removed and replaced. No patient complications have been reported as a result of this event.